Event description:
Three december pt events reported 3/6/98. All three involved reused f80b dialyzers, which leaked during pt treatment. This event occurred at initiation of the dialysis treatment. The extracorporeal circuit was discarded with no adverse effect to the pt. Ebl unknown, awaiting info from customer. Sample discarded. Awaiting MDR reporting . 3/10/98 facility called to obtain further info; chief tech had no info and suggested to call tomorrow when d.o.n. Available. 3/11/98 spoke with d.o.n. Who verified that the dialyzer and bloodlines were discarded, ebl 230ml. The pt tolerated the incident without adverse effect or medical intervention. MDR filed due to blood loss.